Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as a portion of the sample remains within the pt and the delivery pusher was discarded. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon deploying an embolization coil within a bilobed aneurysm with a balloon remodeling technique, the coil prematurely detached partially within the aneurysm and the vessel (a1). An attempt was made to retrieve the coil unsuccessfully. The a2 vessel segment became occluded. The balloon was deflated at time of premature detachment. Reopro was administered for 30-35 minutes and the vessel reopened.